Event description:
It was reported that the left ventricular lead exhibited loss of capture. The patient was asymptomatic, this was noted prior to clinic follow up. The lead was explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.